Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. No unexpected missing segment/partial display anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen went blank and started flashing on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.